Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint of a keypad response issue could not be investigated due to a moisture related no-power issue. Visual inspection showed that moisture was present behind the display lens. The pump failed a leak test due to a leak at the display lens. The pump cover was removed and evidence of moisture contamination was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.